Event description:
It was reported after drawing blood with bd preset¿ arterial blood collection syringes, the blood samples clotted. This occurred with four (4) syringes. There was no report of adverse impact to patients or users.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter facility name: (B)(6) hospital. Investigation summary: "material #: 364314, lot/batch #: 3227385. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for their heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."